Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited decreased sensing and increased threshold. During device change out due to normal eri, externalized conductors were observed. The lead was explanted and replaced. The patient is stable.